Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had 2 surgical revisions in 2011, pain, bleeding, bowel obstruction, erosion, infections, fistula and recurrence. Other relevant history: 2010 open incisional hernia repair; implant: bard ventralex hernia patch, lot#43kqd366, ref#(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per the additional information received, preoperative diagnosis: incisional hernia. Surgical procedure open incisional hernia repair.